Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported the front panel began flickering and stopped. Tac instructed the customer to exercise the tab at 12 o'clock on the socket. The tab may be getting stuck. If that doesn¿t resolve the issue or if it gets resolved for a only a short period of time the customer was instructed to send the unit for repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown therapeutic procedure, the front panel was flickering and stopped on the evis exera iii xenon light source. The procedure was completed as the unit stayed on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the event, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.